Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event involved occurred on an unspecified date in april 2025 and involved a 7" (18 cm) appx 0.52 ml, smallbore trifuse ext set w/3 microclave® clear, 3 clamps, luer lock. The reporter stated that in the last week, they had an uptick of incidents in relation to the use of the trifuse device from ICU medical. For this specific event, the nurse was called into the room due to carboplatin chemo tubing disconnecting. Chemo pieces were disconnected from the trifuse. A minimal amount of chemo was lost. It was stated that the patient's mom transferred the patient from holding him in the chair to the crib and the tpn line got disconnected at the site where it connects to the t connector. This rn noticed line was laying on the floor- placed a blue cap on the line and notified the team. Cat team nurse was also in the room for a dressing change with the rn. The med team ordered the tpn to hang earlier to minimize the time off of tpn and to keep patient on home schedule. This rn disposed of the tpn bag and tubing that fell onto the floor. The location was w12. The product could potentially have come in contact with the patient and/or staff member, yet the medication that was being administered, did not get on patient or staff skin or clothing. The chemo spill was cleaned up per facility protocol. There was no staff or patient harm reported as a result of the event.